Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) stated that he feels his erection shorter, and the pump bulb is very difficult to pump. The patient noted that the pump is twisted in his scrotum and is difficult to access. The patient has consulted his doctor twice but feels that the doctor does not see any issue or need for intervention, and feels he is being dismissed. The patient is also concerned that the doctor left the original reservoir in his body. The patient services specialist discussed proper inflation techniques with the tenacio pump, but the patient finds very difficult to access and stabilize for proper inflation. The patient is interest in getting a second opinion. No additional information was provided.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Event date not provided. Therefore, 04/01/2025 was used as approximate event date.